Manufacturer narrative:
The device was not isolated or identified by serial number. The device is not being returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the patient received less medication than intended. At an unspecified time, the device was programmed to deliver an unspecified chemotherapy. The customer contact reported the nurse filled the soluset with 50 ml of medication and programmed the device to deliver at a rate of 25 ml, with a vtbi (volume to be infused) of 50 ml, and the delivery was started. The customer contact reported a container size of 600 ml, to deliver for a duration of 24 hours. It was reported that after a 2 hour delivery, the nurse reported approximately 10 to 20 ml remained in the soluset; however, the display indicated 50 ml had been delivered. The nurse reported that at an unspecified time during the 24 hour delivery, it was noted that "2hrs of volume left in the IV bag, determined to be overfill." The nurse stated the delivery was "sped up" to finish the 600 ml in 24 hours. The device was removed from clinical service. Therapy was resumed using a replacement device. The physician was notified. No medical interventions were required. The customer contact reported there was no change in the patient status and no reported delay of therapy critical to this patient. Though requested, no additional information was provided.